Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair facility for evaluation and the customer's allegation was confirmed. Additional observations included horizontal stripe noise in the image and white scratches on the edge of the screen. A definitive root cause could not be identified for the investigation findings. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning]. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device did not present an image. The issue occurred during preparation for use. There were no reports of patient harm.